Event description:
It was reported by the physician that during a procedure involving the removal of an old dbs battery and adapter, a short circuit remained. The procedure took place in the left brain, and it was confirmed that the electrode had fractured and could not be repaired during the surgery. The patient developed a short on the left side that caused a shocking feeling on the right side. The electrode was placed in 1999 and had functioned well for around 24 years. The old implantable neurostimulator (ins) and left 1x4 adapter were removed and replaced with a new ins and 1x4 adapter; however, the short circuit remained, so the new 1x4 adapter was not implanted. A new incision was made on the left side over the distal end of the left electrode, and a new extension set was tunneled. The short remained, confirming that the left-brain electrode had fractured. The old extension set was removed. A new 8-contact extension set was tunneled and connected to the new percept multielectrode array. The left extension set was not connected to a brain electrode. The procedure was the first stage of a planned multistage procedure. The second stage is to place a new 8-contact left brain electrode array, which will be placed three weeks after this procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 748251 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2002; explant date (B)(6)2024 brand name; product ID 64001 (lot: va2e6w7); product type: 0179-adapter; implant date (B)(6) 2023; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.